Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient an 840 ventilator was generating an alarm intermittently and showing high ratio alarm limits. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of this event. The service engineer was unable to duplicate the reported condition. Service engineer ran calibrations, extended self test (est), short self test (sst), performance verification test (pvt) and electrical safety test and device passed all testing.